Event description:
It was reported that the device's battery pins were damaged. There was no patient involvement.

Event description:
It was reported that the device's battery pins were damaged. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins were found to be bent / damaged.